Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, a (B)(6) year old woman was to the infirmary to be taught rectal irrigation. She had a diagnosis of constipation, a rectocele with obstructive defecation, intra-anal mucosal prolapse and faecal incontinence. On (B)(6) 2018, she was admitted to (B)(6) general hospital with a bowel perforation and had a hartmann's procedure. The histology report showed a single area of mucosal ulceration with an extra colic abscess. The surgeon concluded that the cause was probably due to repeated trauma from the irrigation catheter which eventually resulted in perforation.